Manufacturer narrative:
Additional data: the reporter indicated the surgeon attempted to fix the pupil block surgically - the surgeon went in through the temporal incision and flushed with anaesthesia and miochol and loosened a synechia. There were checkups to see if there were any changes. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -08.00 diopter, in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to pupil block, with elevated intraocular pressure and unreactive pupil (fixed). The surgeon attempted to fix the pupil block surgically on (B)(6) 2018 but was unsuccessful. A synechia was later discovered at 4 o'clock position. The pupil is still not reacting to light after explant.